Event description:
Consumer called to report his meter is reading too high. Got a meter reading of 70, but felt much lower. Called emt for assistance and was treated for low blood sugar.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspected test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.